Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged to getting black particles on the filter and device. No serious patient harm or injury reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged to getting black particles on the filter and device. No serious patient harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.